Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the black screen and the station showed offline on remote system service (rss). The field service engineer(fse) found that station drawer 6 had failed and was not able to recover. Upon inspection, the fse found that the controller board in drawer 6 shorted out, which caused the station to not boot up. Then, the service engineer replaced the control board and tested it with the customer; no further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es that the station had a black screen and showed offline on remote system service(rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.